Event description:
It was reported to fresenius that this patient was initially performing peritoneal dialysis (pd) patient but encountered fibrin during treatment that made it more difficult to drain. There was no adverse event, serious injury, or required medical intervention as a result of the reported issue. As a result of the difficulty experienced with pd treatment, the patient was completing hd therapy as ¿a backup.¿ a hemodialysis registered nurse ((hd)rn) reported that the patient was in treatment on the 2008t machine and began experiencing hypotension and feeling dizzy. The hdrn stated that the patient had a lot of excess fluid as well. 911 was called and the patient was transported to the hospital via ambulance. The patient was hospitalized for four days in order to remove the excess fluid. The patient was discharged and is continuing with hd therapy. No further information was provided. Attempts to obtain additional information were unsuccessful.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. Additionally, no on-site evaluation was performed by a fresenius field service technician (fst). A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
It was reported to fresenius that this patient was initially performing peritoneal dialysis (pd) patient but encountered fibrin during treatment that made it more difficult to drain. There was no adverse event, serious injury, or required medical intervention as a result of the reported issue. As a result of the difficulty experienced with pd treatment, the patient was completing hd therapy as ¿a backup.¿ a hemodialysis registered nurse ((hd)rn) reported that the patient was in treatment on the 2008t machine and began experiencing hypotension and feeling dizzy. The hdrn stated that the patient had a lot of excess fluid as well. 911 was called and the patient was transported to the hospital via ambulance. The patient was hospitalized for four days in order to remove the excess fluid. The patient was discharged and is continuing with hd therapy. No further information was provided. Attempts to obtain additional information were unsuccessful.

Manufacturer narrative:
Clinical review: there is a temporal relationship between hemodialysis utilizing the 2008t machine and the patient event of hypotension and dizziness with hospitalization. However, there is no documentation to show a causal relationship between the adverse event and the 2008t machine. Additionally, there is no allegation of a device malfunction or deficiency reported for this event. The patient was utilizing hd therapy as a back-up for pd as difficulties were encountered with pd. The patient had excess fluid which needed to be removed. Patients requiring an excessively high amount of fluid removal are at risk for experiencing a drop in blood pressure while receiving dialysis. Bsed on the available informaiton and no evidence of a malfunction or deficiency, the 2008t machine can be excluded as the cause of the patient¿s adverse event. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported to fresenius that this patient was initially performing peritoneal dialysis (pd) patient but encountered fibrin during treatment that made it more difficult to drain. There was no adverse event, serious injury, or required medical intervention as a result of the reported issue. As a result of the difficulty experienced with pd treatment, the patient was completing hd therapy as ¿a backup.¿ a hemodialysis registered nurse ((hd)rn) reported that the patient was in treatment on the 2008t machine and began experiencing hypotension and feeling dizzy. The hdrn stated that the patient had a lot of excess fluid as well. 911 was called and the patient was transported to the hospital via ambulance. The patient was hospitalized for four days in order to remove the excess fluid. The patient was discharged and is continuing with hd therapy. No further information was provided. Attempts to obtain additional information were unsuccessful.

Manufacturer narrative:
Correction: g3 (date received). The date received was incorrectly indicated to be 6/7/2024 on the initial submission of this report. The correct date is 6/4/2024.